Event description:
The patient contacted animas on (B)(6) 2012 reported that the pump would not wake up with button presses; the patient indicated reinserting the battery and there was no sound or display. A new battery was inserted and the pump booted to the verify screen. The patient denied hearing any alarms from the pump; the alarm history was unable to be reviewed at this time. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no activity outside normal use observed in the black box or download history. The black box showed evidence of power on resets. The pump booted with audible and vibratory alarms. There was no damage to the battery compartment or battery cap. The returned battery cap secured to the pump. The pump was exercised for 24 hours and no power loss or rebooting was duplicated. The battery cap passed the functional test. There was no evidence of moisture or evidence of damage to battery flex or power circuit. The complaint was verified in the history but could not be duplicated. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols which has no effect on insulin delivery function.